Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an "error 2" message with the adc freestyle libre reader. The caregiver was subsequently unable to measure the customer's blood glucose levels. The customer experienced symptoms of "pale," weak, and fatigue. The customer was taken to a hospital, where a healthcare meter reading of 48 mg/dl was obtained. The customer was diagnosed with hypoglycemia and treated with oral glucose. There was no report of death or permanent injury associated with this event.